Manufacturer narrative:
Block h6 (device codes): the problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was broken. Additionally, the cutting wire was kinked/bent. The device was observed under magnification and the cutting wire was blackened and the cut of the cutting wire was not smooth. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, bent and blackened. The cutting wire being blackened indicates that the device was energized. The problem found could be caused if the cutting wire was pre-activated before use causing premature cutting wire fatigue and compromising the cutting wire's integrity. Also, if the cutting wire was not fully exited the endoscope prior to energization, if direct and constant contact was not maintained with tissue during energization, of if voltage exceeded the maximum voltage rating. Additionally, the cutting wire was kinked/bent. This condition could be generated due to handling and manipulation of the device during procedure and interaction with the scope. Based on all gathered information and the analysis performed to the returned product, it was concluded that the investigation conclusion code of this event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during a procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the cutting wire broke during incision in the papilla. Reportedly, the cutting wire just broke without spark heard. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The problem code (B)(4) captures the reportable event of cutting wire broken. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during a procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the cutting wire broke during incision in the papilla. Reportedly, the cutting wire just broke without spark heard. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.